Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 12. Customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.